Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pain in the pelvic area'), menorrhagia ('menorrhagia (heavy menstrual bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('general abnormal bleeding/severe bleeding') and blood loss anaemia ('anemia') in an adult female patient who had essure (batch no. 676172-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, cholesterol levels raised and urinary tract disorder. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (ablation and robotic total laparoscopic hysterectomy, lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, blood loss anaemia, abdominal pain, dysmenorrhoea, back pain and metrorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date - (B)(6) 2010 and (B)(6) 2012. She received treatment for dysmenorrhea (cramping),pelvic/abdominal, back, other, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),general abnormal bleeding,anemia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2019: ¿update of information (batch is invalid)¿ no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain in the pelvic area'), menorrhagia ('menorrhagia (heavy menstrual bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('general abnormal bleeding/severe bleeding') and blood loss anemia ('anemia') in an adult female patient who had essure (batch no. 676172) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, cholesterol levels raised and urinary tract disorder nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping"), back pain ("back,other") and metrorrhagia ("metorhagia (bleeding b/w periods),"). The patient was treated with surgery (ablation and robotic total laparoscopic hysterectomy, lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, blood loss anaemia, abdominal pain, dysmenorrhoea, back pain and metrorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date - (B)(6) 2010 and (B)(6) 2012. She received treatment for dysmennorhea (cramping),pelvic/abdominal, back, other, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),general abnormal bleeding,anemia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs and mr received : lot number added, aka name added, reporter added, patient demographic added, medical history added, events added- abnormal bleeding (vaginal). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pain in the pelvic area'), menorrhagia ('menorrhagia (heavy menstrual bleeding') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 676172-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, cholesterol levels raised and urinary tract disorder. Previously administered products included for birth control: oral contraceptive in (B)(6) 2010; for an unreported indication: lysteda from (B)(6) 2010 to (B)(6) 2010. Concomitant products included atorvastatin and lorazepam. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/severe bleeding"), blood loss anaemia ("anemia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (ablation and robotic total laparoscopic hysterectomy, lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, blood loss anaemia, abdominal pain, back pain and metrorrhagia outcome was unknown and the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date - (B)(6) 2010 and (B)(6) 2012. She received treatment for dysmenorrhea (cramping),pelvic/abdominal, back, other, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),general abnormal bleeding, anemia. Discrepancy noted as essure removal date: (B)(6) 2013. Discrepancy noted in patient name and (B)(6) :- dob: (B)(6) 1973 and (B)(6): dob: (B)(6) 1983. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number 676172 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pain in the pelvic area'), menorrhagia ('menorrhagia (heavy menstrual bleeding') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 676172-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, cholesterol levels raised and urinary tract disorder. Previously administered products included for birth control: oral contraceptive in (B)(6) 2010; for an unreported indication: lysteda from (B)(6) 2010 to (B)(6) 2010. Concomitant products included atorvastatin and lorazepam. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/severe bleeding"), blood loss anaemia ("anemia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (ablation and robotic total laparoscopic hysterectomy, lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, blood loss anaemia, abdominal pain, back pain and metrorrhagia outcome was unknown and the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date - (B)(6) 2010 and (B)(6) 2012. She received treatment for dysmenorrhea (cramping),pelvic/abdominal, back, other, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), general abnormal bleeding, anemia. Discrepancy noted as essure removal date: (B)(6) 2013. Discrepancy noted in patient name and dob::- (B)(6):- (B)(6) 1973 and (B)(6): (B)(6) 1983. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: pfs received:-event outcome resolved recovered added for menorrhagia, vaginal haemorrhage, and cramping. Reporter was added. Rcc updated. Patient age updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pain in the pelvic area'), menorrhagia ('menorrhagia (heavy menstrual bleeding') and vaginal haemorrhage ('abnormal bleeding vaginal') in an adult female patient who had essure (batch no. 676172-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, cholesterol levels raised and urinary tract disorder. Previously administered products included for birth control: oral contraceptive in (B)(6) 2010; for an unreported indication: lysteda from (B)(6) 2010. Concomitant products included atorvastatin and lorazepam. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/severe bleeding"), blood loss anaemia ("anemia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea cramping"), back pain ("back pain") and metrorrhagia ("metrorrhagia bleeding b/w periods"). The patient was treated with surgery (ablation and robotic total laparoscopic hysterectomy, lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, blood loss anaemia, abdominal pain, back pain and metrorrhagia outcome was unknown and the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date (B)(6) 2010 and (B)(6) 2012. She received treatment for dysmenorrhea (cramping),pelvic/abdominal, back, other, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),general abnormal bleeding, anemia. Discrepancy noted as essure removal date: 22-jan-2013. Discrepancy noted in patient name and dob: (B)(6) : (B)(6) 1973 and (B)(6): (B)(6) 1983. . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Lot number 676172 is invalid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain in the pelvic area'), genital haemorrhage ('general abnormal bleeding/severe bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping"), back pain ("back,other") and metrorrhagia ("metorhagia (bleeding b/w periods),"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, blood loss anaemia, abdominal pain, dysmenorrhoea, back pain and metrorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping),pelvic/abdominal, back, other, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),general abnormal bleeding, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was replaced with dysmenorrhea (cramping), pelvic/abdominal, back, other, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),general abnormal bleeding,anemia added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.